Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that both displays on the central nurse's station (cns) showed signal loss. This cns was connected via kvm setup. Nihon kohden technical support (nk ts) advised the customer to remove the dual screens and kvm from the unit then connect just the displays to the cns directly, which resolved the issue. The issue was due to a failed kvm. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause is determined to be the failure of the kvm extender. Upon removal of the kvm and proper set up of the cns, displayed patient monitoring was restored. The reported issue did not involve a deficiency of the cns. Investigation determined the complaint record did not involve a failure of the nk device.

Event description:
The biomedical engineer (biomed) reported that the central nurse's station (cns) has dual screens and that both screens show no signal. This cns was connected via a kvm setup. Nihon kohden technical support (tech support) had the customer remove the dual screens from the unit and removing the kvm setup and then had them connect the displays into the cns directly and the issue was resolved. The issue was due to a failed kvm. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (biomed) reported that the central nurse's station (cns) has dual screens and that both screens show no signal. This cns was connected via a kvm setup. Nihon kohden technical support (tech support) had the customer remove the dual screens from the unit and removing the kvm setup and then had them connect the displays into the cns directly and the issue was resolved. The issue was due to a failed kvm. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor: model: bsm-2357a, sn: (B)(4); bedside monitor: model: bsm-2357a, sn: (B)(4); bedside monitor: model: bsm-2357a, sn: (B)(4); bedside monitor: model: bsm-6301a, sn: (B)(4); bedside monitor: model: bsm-6301a, sn: (B)(4).

Event description:
The biomedical engineer (biomed) reported that the central nurse's station (cns) has dual screens and that both screens show no signal. This cns was connected via a kvm setup. Nihon kohden technical support (tech support) had the customer remove the dual screens from the unit and removing the kvm setup and then had them connect the displays into the cns directly and the issue was resolved. The issue was due to a failed kvm. No patient harm was reported.